Event description:
The lens did not exit the inserter correctly while being implanted in the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00086 for the delivery device used with this intraocular lens.